Event description:
Customer reported the panorama central station lost communications which may have resulted in a loss of ambulatory telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Mindray service representatives rebooted the system and cleared the error logs which resolve the issue.